Event description:
It was reported by the aci sales professional that a patient underwent an interventional carotid procedure on an unknown date. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device (model/size unknown) to close the access site. It was reported that later that evening (the day of the procedure) the patient died of a suspected retroperitoneal bleed. The patient was still in the hospital, recovering from the carotid procedure when the patient died. The aci sales professional was told that no autopsy was performed. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.